Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and confirmation from the physician has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, visibility/palpability, hematoma, anxiety-product/procedure, wrinkling.

Event description:
Patient reports "back pain (non-device related) and noticed that right breast is bigger that left breast", rupture and "capsules is full of blood" and "was so worried", lobulations, and fluid. This captures the right side. Device remains implanted.

Event description:
Additional reports rupture and hematoma are non-device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient reports "right breast is bigger that left breast", and "was so worried", lobulations, and fluid. Also reported "back pain," rupture, and "capsules is full of blood" which were determined not to be device-related. This captures the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified yellow particle material on the shell, creases and deformation. Device patch with lot number 3042546. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Device has been explanted.